Event description:
A customer reported experiencing multiple intermittent occlusion alarms. The customer's blood glucose level remained normal, with no instances reported exceeding a critical threshold. The customer was advised by clinical support to continue using the current pump while a replacement was arranged and sent, following the conclusion that further troubleshooting was ineffective.